Event description:
It was reported that the atrial lead was explanted and replaced due to lead fracture. No further information is available at this time.

Event description:
Additional information received indicated that the lead fracture was discovered as noise during multiple device interrogations. The patient was discharged post procedure without any complications.

Manufacturer narrative:
An event of lead noise and lead fracture was reported. The reported event of lead noise was confirmed. External insulation abrasion was noted at 12.5-13.0 cm from the pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise. The reported event of lead fractured was not confirmed. X- ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found was sustained during the surgical procedure.